Event description:
The customer reported that his blood glucose reached about 300 mg/dl about six hours after the device was activated. He realized the cannula was not inserted properly and changed the pod. He stated he discarded it.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm to determine if any malfunction or product defect could have contributed to the reported hyperglycemia. The customer reported that the cannula had not inserted properly. This could interrupt insulin delivery and contribute to high blood glucose. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." Qualification records were reviewed and the product lot met all acceptance criteria.